Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited noise on display and no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the noise on display and no image occurred due to breakage of the board in the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.